Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: t00005555.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on contacts 9-16. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
The report of ¿lead impedance¿ issue was confirmed. Analysis of the returned lead found it was cut into two segments as a result of the explant procedure. Microscopic inspection of the stimulation end lead segment found a kink on the outer tubing where multiple internal wires were broken. These fractures would be consistent with an impedance issue. The root cause of the kink in the outer tubing and the cause of the fractures is unknown. The patient did not report any falls or trauma prior to the reported event.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.